Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a quiet audio tones issue. For six weeks prior to the complaint, all pump sounds have been inaudible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: during testing, the audible sound function responded properly. The pump passed the audible sound test. The issue of the pump in quiet sounds was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.